Event description:
It was reported that a merlin.net transmission revealed intermittent ventricular undersensing. The patient was asymptomatic. Program changes were recommended but not done as the patient is non-compliant with follow-up visits.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.